Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set had air in an unspecified location near the filter. It was further reported that there was difficulty filling the set which stopped halfway during infusion and there was excessive amount of air coming through the filter. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was evaluated. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included pressure test, clear passage test, under water pressure test and flow test. The device performed according to specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.